Event description:
During surgery, the footswitch reportedly jammed in the "on" position and did not stop the handpiece when pressure was removed from the footswitch. Per info just received(05/15/2000), a pt had some unintentional tissue damage.